Event description:
It was reported during an atrial fibrillation ablation procedure, the irrigation port was broken close to the cool path catheter handle. The catheter had been inserted into the patient and radio frequency delivery had begun, when the pump displayed an occlusion alarm and the break was noted. The catheter was replaced and the procedure was completed. There were no consequences to the patient. Patient status was listed as "good".

Manufacturer narrative:
Method: actual device not evaluated. Results: no results available, since no evaluation was performed. (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.